Event description:
Customer reported a (B)(6) state blood banking department of health survey plasma sample for antibody screen was tested using 0.8% selectogen red cells, lot #vs675 in an igg gel card lot by manual gel, and no reactivity was obtained. The survey participant summary was later received and indicated testing with the sample should have given a positive antibody screen for anti-fyb. Customer repeated the testing of the survey sample using a different lot of 0.8% selectogen and obtained a positive result. The customer does not perform antibody identification. Qc was performed and was found to be acceptable. All reagents were stored appropriately and had normal appearance prior to use. Customer was satisfied with documentation of the issue and the discussion provided. No further action requested.

Manufacturer narrative:
Ocd performed batch record review and complaint review by lot. All results were satisfactory. Ocd had previously performed retain testing on a sample from the same lot and reduced reactivity was observed. Sample from customer was not available to be sent to ocd for further investigation. (B)(4). Lot had expired prior to complaint being received. Testing within 7 days of expiration had been carried out previously.